Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The dislodgement allegation was not confirmed. A visual inspection revealed no abnormalities and the lead tip appeared normal.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be dislodged. This rv lead was explanted. No additional adverse patient effects were reported.